Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual evaluation could not be performed. This complaint cannot be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported after opening the liner, the surgeon noticed a hair on the implant. It was reported that no further information is available.